Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Based on all available parameter and usage information, device longevity was found to be within expected limits. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion and charge time limit reached were observed. The device was explanted and replaced.

Event description:
New information received notes that the patient was stable and doing well.